Manufacturer narrative:
(B)(4). Investigation results: production and quality control documentation for lot # n0505 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.

Event description:
Report received from a physician in 2005 regarding a female patient with no known allergies and no history of autoimmune disease, who has received restylane in the past with no untoward effects. The patient received injections of captique in (B)(6) 2005 to the test drop area. A week later the patient experienced swelling, bruising, bumps and erythema all at the injection site, which spread to the forehead area. The physician diagnosed an allergic reaction, and treated the patient with a medrol dose pak, oral prednisone, an im injection of depo medrol, and topical cortisone cream. At the time of this report the patient had not yet recovered. The physician did not provide his assessment of causality.

Manufacturer narrative:
Internal reference no.: (B)(4). The MFR control number for this case has been corrected from 2246315-2005-00133 to 2246315-2006-00002 to reflect the appropriate year of submission. No new info has been provided.